Event description:
Reporter alleged blood glucose reading was 99 mg/dl and customer was incoherent. It was reported glucose was not checked at the time however paramedics transported him to the hosp and their device measured 33 mg/dl. Reporter indicated customer was treated with a dextrose IV. No timeframe between reading and alleged incident could be provided. A request was made for the return of the suspect device and replacement product was sent.